Event description:
An insulet territory manager (tm) reported that a customer "eventually developed a skin reaction to the pod upon removal." The site was "red" and "bumpy" and initially appeared only towards the cannula end, but "got worse" and progressed into a rash covering the entire area the pod was in contact with. The customer was given a prescription and diagnosed with a "severe allergy." No product was returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to confirm any malfunction or defect that may have caused or contributed to the pt's skin reaction. The omnipod's user guide instructs that users "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat." Insulet recognizes that "everyone's skin is different" and advises that users consult their hcp to determine what skin barrier products are best for that individual. Insulet offers an online resource guide that discusses pod adhesion tips and resources. Product lot records cannot be reviewed since no lot number was provided.